Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 26 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the insulin pump had motor error alarm and another alarm and buttons weren't working right, the motor didn't sound right, it didn't rewind quietly and the screen, its hard to read. Customer was able to complete pump rewind. Customer stated that drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected motor error, no delivery alarm or a21 alarm anomaly noted during testing. Motor passed motor test.